Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as hospitalization. The customer blood glucose level was 550 mg/dl at the time of incident and the current blood glucose of the patient is 220 mg/dl and the blood glucose value when admitted to hospital was 501mg/dl. The costumer state that they went to the hospital because her infusion set was leaking. The customer treated with insulin pump and emergency room for high blood glucose, the date of hospitalization was (B)(6) 2018. Troubleshooting was performed for high blood glucose level. The customer also state that the sensor had bent cannula. The product will not be returned for analysis.